Event description:
It was reported that after installing a new dexcom g7 sensor, the sensor paired successfully to the dexcom app but failed to pair to the ilet, consistent with a communication issue between devices; troubleshooting included re-entering the pairing code and advising that connection may take up to 30 minutes, and no receiver was in use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices characterized as intermittent communication failure, with relevance to electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.